Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via the log file review. The log file spanned approximately 2 days ((B)(6) 2022 to (B)(6) 2022, and (B)(6) 2022 per the timestamp). A backup battery fault alarm activated on from (B)(6) 2022 at 10:40 to (B)(6) 2022 at 17:29 due to the battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage (sw, srs, heartmate 3 controller section 4.12 ¿system diagnostics and performance monitoring¿). When the load test did not pass, the loaded voltage measured 11.440v and the unloaded voltage measured 12.300v. Prior to the load test not passing, the controller passed multiple load tests without issue. The alarm remained active until the controller was shut down on (B)(6) 2022 at 17:29. The driveline was disconnected on (B)(6) 2022 at 17:28 for a controller exchange. No other notable alarm was observed. The returned hm3 system controller, serial (B)(4), was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarms. The controller functioned as intended during analysis. Additional information on 19oct2022 stated that the patient did self-tests 3 times at home on the mobile power unit but the alarm was not cleared. At the clinic, the backup battery was reseated which did not resolve the issue. The controller was exchanged along with the backup battery which resolved the issue. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a backup battery fault alarm that did not clear with a self test. Log files captured backup battery fault alarms on (B)(6) 2022 and (B)(6) 2022. This type of issue can be caused by the backup battery or if the battery ribbon is not fully seated. Log files showed that there was a driveline disconnect on (B)(6) 2022 at 17:28:18 which indicates a controller exchange. The patient did 3 self tests at home and the alarms did not clear. The site tried to re-seat the battery but that did not clear the alarm. The patient was given a new controller and backup battery and the alarms resolved.